Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: pt implanted with tomofix plate on (B)(6)-2011 returned to surgeon for post op f/u visit on an unk date: everything was normal at that time. Pt returned to surgeon on (B)(6) 2011 and an x-ray showed the plate was broken, no screws were broken. Surgeon removed the plate and screws on an unk date and revised the pt to another tomofix plate with longer screws. Pt is now almost healed.